Event description:
Pt set up the medication to infuse via a co pump. Some of the medication leaked out of the tubing onto the pump. When the pump was turned on, the screen showed a continuous reading of many different readouts and the pump would not begin infusion. Buttons on the pump would not change the readouts.